Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. A review of the device labeling have been conducted for investigation purposed. No non-conformities or discrepancies were noted on any of the DHR's. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterlize. - for urological use only. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter was placed for orthopedic patient for urinary retention. When it was planned to remove catheter , they were unable to pull it out, even after cutting the shaft. The balloon was not able to drain and then balloon was punctured under ultrasound guidance which caused pain and dissatisfaction to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that foley catheter placed for orthopedic patient for urinary retention. When it was planned to remove catheter , they were unable to pull it out, even after cutting the shaft. The balloon was not able to drain and then balloon was punctured under ultrasound guidance which caused pain and dissatisfaction to the patient.